Event description:
The chair allegedly stopped, causing the consumer to fall on their face, requiring stitches.

Manufacturer narrative:
Manufacturer contacted dealer. Dealer had advised the cable was bent and tied down and believed it has caused the alleged incident. MDR filed base on injury.